Manufacturer narrative:
The evaluation could not be performed as the device was not returned for investigation.

Event description:
During explantation of gamma nail, the lag screwdriver would not fit the gamma lag screw. A surgical delay was reported.